Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a video taken from the angiogram was reviewed. In the video provided, the affected stent is shown during post-dilation with a balloon. The poor quality of the video does not allow any statement with regards to a potential deformation of the stent. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
After pre-dilatation of a severely calcified lesion (99 percent stenosis degree) and stenting of two pulsar-18 stents, it was noticed that the target lesion in the sfa was still calcified. Then, it was decided to implant the complaint pulsar-18 but the stent was found deformed after release. A post-dilatation was performed with good result. No further action was needed.